Event description:
Clamp was placed on the patient for an ankle fusion. The fusion was delayed and the patient was weight bearing. After several adjustments (retentioned) the patient returned to the doctors office with the clamp broken (4 months after device installed).